Manufacturer narrative:
The event date was not specified, the date the information was received was used in its place. (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on an unspecified date previous to (B)(6)2018, the patient had received treatment for increased lactate dehydrogenase (ldh). Ldh decreased with unspecified IV anticoagulant.